Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to a reported lead fracture. The physician was unsure if the patient needed the ra lead while the pacemaker was being explanted due to normal battery depletion. No adverse patient effects were reported.